Manufacturer narrative:
Product analysis bubbling damage was noted to the catheter heating element/coil . Under microscopic inspection bubbling and peeling of the heating element/ coil was observed. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight visual inspection of the returned catheter revealed two kinks along the shaft; the kinks were observed at approx. 15.8 cm 16.8 cm from the distal tip of the device image analysis:one photo was received from the complaint file. The photo shows the heating element/ coil of a closurefast device which has some evidence of bubbling. While the image is consistent with the reported event no catheter identifiers are visible to establish that the device is related to the complaint on file in gch (lot#, size or device label/ shelf carton). Conclusion: the complaint cannot be confirmed from the photo provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the coating of the heating section of the cf7-7-60 closurefast 7f 60cm catheter was damaged prior to use. The issue was noted when device was removed from the packaging. The device was not used/tested in vitro. The catheter was replaced with a new one to complete the procedure. There was no patient involved. When the device was returned for analysis it was noted that the coil was exposed.